Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the night shift the bedside staff noted an s3 alarm on the centrimag system. There was a report that during this s3 alarm the centrimag system stopped. The customer could not relay exact details as there were conflicting reports. The bedside staff elected to switch to the backup system without incident.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an s3 alarm and the centrimag system stopping were not confirmed. The returned centrimag motor was functionally tested by the ppe department and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing. A log file was extracted from the returned centrimag console (reported under MFR # 2916596-2020-03699); however, it did not contain data from the reported event date, (B)(6) 2020. Atypical events were not observed throughout the log file. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-03699. Additional information states that alarms were resolved when the systems were exchanged. The device will be returned for evaluation.

Manufacturer narrative:
Section a, b5, d11, h6: additional information. Section h3: correction.